Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident has not yet been returned to belmont for investigation. It was reported that an infant was on the criticool device in cooling/ttm mode with a set point of 33.5°c when the unit alarmed "core temperature low." All connections were verified, and the rectal probe was replaced; however, the issue persisted, and the device displayed a core temperature of 32.1°c. The unit was subsequently exchanged for another device. No adverse patient impact was reported. A psls incident was submitted; therefore, belmont is filing this report as per company procedure. After assessment of the cited device, the biomed reported that the unit was able to read temperature properly and successfully complete its self-test; however, it was alleged that the heating/cooling function was not working and unable to heat or cool the water inside the tank. When the core temperature was 37.0°c and the set temperature was 38.5°c, the win/wout temperature remained at room temperature even after 15 minutes of operation in ttm mode. A "core readout too low" alarm is generated, when core temperature is >0.8°c and yet <2.0°c less than the set point, or if the core temperature is below 31°c. A possible cause of this alarm is the core probe. The user manual states to confirm the location of the core temperature probe and press ok to continue. The message on the screen will disappear once the patient reaches within 0.6°c of set point. This issue is obvious to the user as the patient's temperature values are continuously displayed on the screen. Other methods of thermoregulation can be used to warm the patient faster. There were no reports of patient injuries because of this incident. Belmont has contacted the user facility for additional information. The device has not yet been returned to belmont for investigation. Without the results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
It was reported that an infant was on the criticool device in cooling/ttm mode with a set point of 33.5°c. The unit alarmed with a "core temperature low" message. All cables and probes were checked and confirmed to be properly connected. The rectal probe was replaced by the nurse; however, the issue persisted. The device displayed a core temperature of 32.1°c. The decision was made to replace criticool with another unit. There was no report of any adverse patient impact.

Manufacturer narrative:
The cited unit was evaluated by belmont engineering and technical service. Through our investigations it was confirmed the unit generated a halt 6 error and exhibited a heating/cooling malfunction due to a faulty tec board. Additionally, it was identified that the system was received with a damaged trolley. The unit exhibited no other faults. The root cause was isolated to the tec board of the unit. The device history was reviewed, and no other issues were identified. The tec board was replaced to resolve the halt 6 error and heating/cooling issue. The trolley was replaced to resolve the damage. The water filter and both thermistors were replaced as a precaution. The device then passed full preventative maintenance and functional testing with no issues. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.